Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the station wouldn¿t turn on. A field service engineer (fse) had identified the half-height cubie drawer that was generating a fault and interrupting the startup sequence. The fse replaced the drawer control board and reset all cable connections. After reinstalling the drawer in the main station chassis, the fse reconnected the pixie bus cable and restarted the station. The fse logged into administrative mode and successfully ran the required diagnostic tests. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary would not turn on, and the screen was black. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.